Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a balloon ruptured occurred. Vascular access was obtained via right radial artery. The 85% stenosed target lesion was located at the moderately calcified and moderately tortuous proximal end of left anterior descending artery. A 12mm x 2.75mm nc quantum apex balloon catheter was used for post dilatation. During the first inflation, the balloon ruptured at 16 atmospheres. The device was retrieved intact from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received for analysis. Magnified inspection revealed no damage. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. Functional testing revealed no evidence of the alleged balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a balloon ruptured occurred. Vascular access was obtained via right radial artery. The 85% stenosed target lesion was located at the moderately calcified and moderately tortuous proximal end of left anterior descending artery. A 12mm x 2.75mm nc quantum apex balloon catheter was used for post dilatation. During the first inflation, the balloon ruptured at 16 atmospheres. The device was retrieved intact from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.